Event description:
During a recent sales call to the (B)(6) hosp for sick children in (B)(6), avalon personnel were informed of the following event that allegedly occurred sometime in 2010. During ECMO pt developed a tamponade thought to be related to right atrium damage. A sternotomy was performed to repair damage. Pt survived and was discharged. No further info has been provided at this time. Avalon is requesting further info from the customer.